Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this pacemaker reverted to safety mode operation. Safety mode parameters were reviewed, and it was noted that there was no magnet response. Additionally, a premature battery depletion concern was raised. Consequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this pacemaker reverted to safety mode operation. Safety mode parameters were reviewed, and it was noted that there was no magnet response. Additionally, a premature battery depletion concern was raised. Consequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. The pacemaker was observed to have no telemetry and was forwarded to detailed analysis for further investigation. The device case was opened, and the battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion could not be determined.